Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 500 microgr/ml at 150.20 microgr/day via an implantable pump. It was reported that a few weeks after the intrathecal baclofen (itb) implantation, the effect of the therapy was reduced and the patient experienced more spasticity again. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included increasing the dose several times and a single bolus was given with no noticeable change. On (B)(6) 2025, a contrast imaging of the catheter was performed. This showed no abnormalities. Cerebrospinal fluid (csf) could be aspirated, the catheter could be visualized, no visible leak and the catheter tip was intrathecal. During a revision surgery on (B)(6) 2025, the catheter was disconnected and red fluid/tissue was visible in the catheter connector. Cerebrospinal fluid was dripping from the catheter connector. The complete catheter was replaced with an 8780. The explanted catheter was packed directly and would be returned for analys is and an analysis report was requested. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0230014527 serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: 0230014527, ubd: 14-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) indicated the issue was solved. The patient was fine and immediately after the operation, the spasticity responded well to intrathecal baclofen (itb) therapy again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.